Event description:
Information was received from a patient who was receiving morphine (unknown dose and concentration) via an implantable pump for non- malignant pain. The pump was alarming/beeping; alarm started on (B)(6) 2016 and it was now making the 2 tone alarm, onset date for two tone alarm was unable to be obtained. The patient had been waiting for her insurance to see a health care professional (hcp), the insurance was finally approved and the hcp was on vacation, no one was answering. The patient asked if she could go to the emergency room (ER) to get it refilled, it was reviewed that most ers are able to address symptoms but not refill the pump. Patient also inquired if pump needs to be taken out and it was reviewed that it would be refilled and monitored. There were no symptoms reported. The patient called again indicating that the onset date for two tone alarm was (B)(6) 2016 at 10:43pm. Patient was experiencing pain and was nauseous. The patient had a couple of oral medications but they were not doing anything for her, patient was waiting to go to the pain center but stated that when she went to their clinic it said they were on vacation. In trying to find a location for patient to have the pump refilled, the manufacturing representative who was called indicated that there were hcps that covered pain pumps, but the insurance the patient had was going to be the hardest. A clinical specialist later reported that the insurance was hard since there is only a provider or two and they take forever for their authorizations, the clinical specialist was to followup with the patient and clinic

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicated they moved from (B)(6) to (B)(6) in (B)(6) of 2016. The patient ran out of morphine and went through withdrawals in (B)(6) 2016. It was noted the doctor had been filling with saline for the past two years because the patient no longer wanted drug in the pump. It was also reported since (B)(6) 2018 (two days ago) she heard the alarm sound change and when she was standing or sitting it was the normal critical alarm, but when she laid down it sounded different. It was noted the patient had no managing physician. No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Upon further review, it was reported that her pump would be removed on (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the pump was removed 2018 (B)(6) . No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.